Event description:
The manufacturer was informed of the following event through mantra study. Based on the information available, memo 4d size 38 was implanted in mitral position due to leaflet prolapse, insufficiency, chordal fusion, and chordal rupture / flail on (B)(6) 2023 through mini thoracotomy. Patient also received a sovering band size 34 in tricuspid position on the same day. Reportedly, annular dilation was found. Based on the information available, patient was presented with myocardial infarction and occlusion of the circumflex artery on the same day. Reportedly, the action taken was CABG of the occluded circumflex artery, and transfusion. Further exams and tests were also performed. The outcome of the event was reported as recovered/resolved. Based on the information in the database, patient has a history of persistent arrhythmia, systemic hypertension, dyslipidemia, and is assessed as nyha class I. Based on the site's assessment, cause of the event was possibly related to memo 4d, initial implant procedure, primary condition being treated and definitely related to concomitant medication.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
Since further investigation on the device could not be performed, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were identified. Should further information be received in the future, a follow up report will be provided.